Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead implant. During the procedure,the pacemaker lead exhibited severe noise and the measurement could not be obtained. Multiple countermeasures were attempted to solve the noise, but the physician determined that the issue was a result of the lead anomaly. The lead was replaced and the procedure was completed with no further issue. There were no reported patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.